Event description:
It was reported that the customer had to make a trip to the hosp for high blood glucose. At the time of reporting her blood glucose was unk. She reported that her blood glucose was 380 mg/dl and she had moderate ketones at the time of the ER visit. She also stated that she was unhappy with the performance and reliability of her glucose sensors. No equipment was returned. No additional info was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.